Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-08 (no batch indicator present) was received for investigation. Visual inspection under magnification identified that the threads of the returned biocomposite screw had stripped, with breakage noted. The method used to prepare the bone employed during the procedure, as well as the bone quality encountered, were not recorded. As such, the cause remains undetermined, although a probable cause can be attributed to improper bone preparation and/or off-axis insertion.

Event description:
During returned device evaluation, a reportable malfunction was discovered. It was reported that during an anterior cruciate ligament surgery the device was quickly deformed after 3 turns of the screwdriver. No part of the device broke off. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.